Manufacturer narrative:
Customer is claiming false negative for flu a because they tested negative for flu a using ihealth tests, then tested positive for flu a from lab results. The type of test performed at their lab was not specified. Lot number of the test kit was not provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: I was actually pretty sick and I wanted to rule out influenza a specifically. I was glad when the results were negative on your test, but my lab results the next day came back positive so I took another of your tests and it was still negative so it was very disappointing to see that your test was inaccurate.